Manufacturer narrative:
Reliability analysis not required for sealed reservoirs due to reservoirs being expired. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that he had trouble with getting the insulin to come out. The customer stated that he went through 2 failed reservoirs and 2 failed infusion sets. The customer will be sent replacement reservoirs.